Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices that likely caused the suture separation. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent patient effects and treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and unspecified tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report # mw5146305.

Event description:
User facility medwatch report received that states,¿as reported by the edwards field clinical specialist, after successful implant of a 26mm sapien 3 ultra valve in the aortic position, after removal of the 14f esheath, hemostasis was n complete with the perclose device and a angioseal was attempted. Pulsatile flow was noted, and it wi reported that the angioseal may have caught and broke the perclose sutures. A surgical repair was performed, and the patient was stable throughout the procedure. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.